Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that there was a device that had dimmed led segments where numbers were not clearly displayed on the lcd. Although requested, no additional information was provided.

Event description:
It was reported that there was a device that had dimmed led segments where numbers were not clearly displayed on the lcd. Although requested, no additional information was provided.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : no product returned.